Manufacturer narrative:
(B)(4). Method: the subject mr850 respiratory humidifier was not returned to fisher & paykel (f&p) healthcare for evaluation. Our investigation is based on the video and description of events provided by the distributor, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided video observed that audible alarms of the mr850 respiratory humidifier was not functioning. Conclusion: f&p healthcare's investigation was unable to determine the root cause of the reported issue. The mr850 respiratory humidifier product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 respiratory humidifier. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 respiratory humidifier is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A distributor in singapore reported via a fisher & paykel (f&p) field representative that the audible alarm of an mr850 respiratory humidifier was not functioning. There was no reported patient involvement.